Event description:
It was reported that during a remote data review, over-sensed noisy signals were noted from this subcutaneous implantable defibrillator (s-ICD) system. The patient was subsequently brought in-clinic where therapy was disabled from the device to prevent inappropriate shock therapy. Boston scientific technical services (ts) was contacted and it was discussed that the noise was most likely the result of an electrode fracture. Diagnostic imaging and provocative maneuvers were recommended. A surgical revision procedure was performed and a bend in the electrode near the device header was visually observed. The physician subsequently explanted the electrode and a new electrode was implanted to resolve the event. The patient was stable with no additional adverse effects. The s-ICD electrode is expected to be returned for analysis, but has not yet been received. The s-ICD device remains implanted and in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. It was confirmed that the electrode was bent approximately 35 mm near the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in near the area of the observed bend. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed over-sensing and noise.

Event description:
It was reported that during a remote data review, over-sensed noisy signals were noted from this subcutaneous implantable defibrillator (s-ICD) system. The patient was subsequently brought in-clinic where therapy was disabled from the device to prevent inappropriate shock therapy. Boston scientific technical services (ts) was contacted and it was discussed that the noise was most likely the result of an electrode fracture. Diagnostic imaging and provocative maneuvers were recommended. A surgical revision procedure was performed and a bend in the electrode near the device header was visually observed. The physician subsequently explanted the electrode and a new electrode was implanted to resolve the event. The patient was stable with no additional adverse effects. The s-ICD electrode was received for analysis. The s-ICD device remains implanted and in-service.